Manufacturer narrative:
An investigation has been performed based on the customer description and the instrument service performed. A therakos field service engineer was dispatched to perform instrument service as a result of the complaint. Damage to the centrifuge leak detector strip was verified and the centrifuge leak detector strip was replaced. A review of the service details verified the reported complaint; however, no contributing factors for the reported complaint were identified. The root cause for the centrifuge bowl break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Pqc-(B)(4). (B)(6) 2026.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p303 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p303 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. At the time of this report, the complaint investigation is still in process. A final report will be filed when the investigation is complete. (B)(4). (B)(6) 2026.

Event description:
The customer contacted therakos to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during the procedure after 1200 ml of whole blood was processed. The customer stated they did not have trouble loading the bowl. The customer also reported the patient was in stable condition. The kit will not be returned for evaluation.